Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm software error. Customer's blood glucose at time of incident was 110 mg/dl. Customer was explained the alarm is a program safety alarm. Customer suspended and does not know what happen she thinks she pushed too many buttons. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
The pump was programmed with multiple boluses and was monitored. All bolus deliveries were shown properly in the bolus history screen. No bolus anomalies were noted. No unexpected software error, reset anomalies or no delivery alarms were noted during testing. The pump passed the self test, off no power, unexpected restart, displacement, rewind, basic occlusion, prime, occlusion and excessive no delivery alarm tests. The operating currents were within specification. The pump had minor scratches on the lcd window, a cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.